Event description:
Event description boston scientific cardiac rhythm management (crm) received no allegation against this implantable cardioverter defibrillator (ICD). This event was created due to laboratory analysis.